Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Retainer ring = black. Device case type: ngp customer returned device for an alleged frozen screen found on (B)(6) 2022. The device passed the displacement test, active current test, sleep current test and self test. No frozen screen noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device was cut open to perform visual inspection and found moisture damage on the motor and harness assembly vibrator. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage (peeling). Frozen screen was not observed during analysis and passed all required testing. Frozen screen not confirmed. Cosmetic damage was noted. Exposure to moisture was confirmed on the motor and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer received blank screen after changing the battery. Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the frozen display on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the frozen display recurred. The customer will discontinue using the device and will be returned for analysis.